Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one bd¿ syringe 1.0ml 31ga 8mm 10bag has been found experiencing sterility issues during use. The following has been provided by the initial reporter: it was reported that syringe was missing shield and stuck tech. Verbatim: pharmacist reported needle stick due to syringe being unshielded in the bag, shield was not on syringe and not in bag. Problem occurred on (B)(6) 2019. Lot # 9189811, product # 928856, exp 07-2024, incident date (B)(6) 2019, occurrence 1.

Manufacturer narrative:
H.6. Investigation: customer returned one (1) unopened polybag for 31gx8mm, 1ml walgreens insulin syringes from lot 9189811. Pharmacist reported needle stick due to syringe being unshielded in the bag, shield was not on syringe and not in bag. The returned polybag was examined, and it was observed that one of the syringes did not have a shield; a loose shield was found inside of the polybag. A review of the device history record was completed for batch# 9189811. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that did not pertain to the complaint. There were no quality notifications or maintenance dispatches during the manufacture time frame of this batch, that pertained to the complaint. Therefore, no root cause can be determined. H3 other text : see h.10.

Event description:
It has been reported that one bd¿ syringe 1.0ml 31ga 8mm 10bag has been found experiencing sterility issues during use. The following has been provided by the initial reporter: it was reported that syringe was missing shield and stuck tech. Verbatim: pharmacist reported needle stick due to syringe being unshielded in the bag, shield was not on syringe and not in bag. Problem occurred on (B)(6) 2019. Lot # 9189811; product # 928856; exp 07-2024; incident date (B)(6) 2019; occurrence 1.